Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. Visual inspection of the onboard battery revealed j1 connector separation from the battery housing, confirming the customer-reported issue. The root cause for the housing weld and j1 connector separation observed on onboard battery s/n (B)(4) could not be conclusively determined based upon the information provided in the customer report; however, damage of this nature is most likely caused by an impact shock. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that while exchanging batteries, it was noticed that the patient's freedom onboard battery connector was detached from the plastic housing. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue would not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver is equipped with multiple redundant power sources (e.g., external power via ac power supply and car charger) and patients are provided with several freedom onboard batteries. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that while exchanging batteries, it was noticed that the patient's freedom onboard battery connector was detached from the plastic housing. There was no reported adverse patient impact.